Event description:
It was reported that approximately 2.5 years after the implantation of the xience v stent in the mid right coronary artery, the patient expired of an unknown cause. An autopsy report is not available. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the stent remains in the patient. The reported patient effect of death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.